Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Foam particles were observed inside the blower kit. Contamination from cigarette smoke and/or insect infestation was observed within the device. Error code 200 (indicating an issue with the pca) was found in the device log history. The device was scrapped.